Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported on behalf of healthcare professional reporting right side "complications with [sic] implants, one was ruptured." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, e1, h6. Clarification to d.6a implant date reported as (B)(6) 2008. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade unknown.